Event description:
Customer reported a cartridge alarm 30 during their insulin therapy. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Reportedly, the customer reverted to alternate method of insulin therapy.